Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. Customer states the drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 lbs due to faulty force sensor resistor(gold). Unit was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.